Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned to the manufacturer.

Event description:
It was reported that the patient's left hip was revised due to chronic dislocation of the head from the liner. A stem, head, liner and shell were revised. Rep reported that the surgeon wanted to add more version and stability to the construct. Patient was revised to a multi-hole shell, mdm/ adm liner construct, femoral head, and exeter stem.